Manufacturer narrative:
(B)(6). The actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and leak testing were performed and passed successfully with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked saline solution ¿from the blue valve.¿ it was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.